Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device did not fire completely after closing. Bleeding and partial opening of cystic duct. Used a loop to close. No adverse outcomes to pt. This is the only info that was provided.

Manufacturer narrative:
Info anticipated, but unavailable at this time.